Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast mass, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with 700cc mentor memorygel breast implants. Post-operatively, the patient experienced hardness in the left outer breast. An ultrasound identified free silicone in the upper left breast as well as small masses in both the left and right breasts. As a result, the patient underwent bilateral removal and replacement with 650cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-11278 for the contralateral event.

Manufacturer narrative:
On october 14, mentor received additional information. The patient was in a car accident and found her breasts to be tender to the touch afterwards. Mentor became aware that the patient experienced baker grade IV capsular contracture. As such, capsular contracture has been added. During the explant procedure, the physician indicated that the implants appeared deformed upon removal. As such, material deformation has been added. Manufacturer's reference number: (B)(4).